Manufacturer narrative:
The customer reported that their central nurse's station (cns) is experiencing dropout issues for 2 transmitters. The customer will be sending their cns event logs to nk for further evaluation. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. 2 transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters - model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) is experiencing dropout issues for 2 transmitters.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was experiencing dropout issues for 2 transmitters. No patient harm or injury was reported. Investigation summary: an nkc investigation found no evidence of device failure. The customer was advised to take measures in accordance with section 9 troubleshooting of the owner's manual if there is a recurrence of issue. The root cause is most likely the facility's network environment. Most network and comm loss issues are due to hospital network settings, connection errors, or other use errors. Issues of this type are unlikely to be caused by a device malfunction. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment.

Event description:
The customer reported that the central nurse's station (cns) was experiencing dropout issues for 2 transmitters.